Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. Based on the information obtained, the root cause of the reported event is inconclusive. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical study of comparing active fluidics group and gravity fluidics group revealed that post-operatively there was a difference in the corneal endothelial cell loss rate between the active-fluidics group and gravity fluidics groups. The corneal endothelial cell loss rate in the active-fluidics group was significantly lower than that in the gravity-fluidics group. This report represents the gravity-fluidics group.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).